Event description:
Prior to a CABG procedure, two blades returned; one separated from outer casing when tightened and other had metal pin preventing use of hand activation adaptor. Opened another blade to complete the case. No pt consequence.